Manufacturer narrative:
The subject device is unavailable.

Event description:
It was reported that the balloon did not inflate and leak was observed from the balloon. The balloon was exchanged with another new one and the procedure was completed with it. There were no clinical consequences to the patient due to this event.

Manufacturer narrative:
Manufacturer entity ¿ corrected. Expiration date ¿ added. Manufacturing site for devices ¿ corrected. Manufacturing date - added. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned, therefore physical and functional tests could not be performed. Based on the information currently available an assignable cause for this event cannot be determined.

Event description:
It was reported that the balloon did not inflate and leak was observed from the balloon. The balloon was exchanged with another new one and the procedure was completed with it. There were no clinical consequences to the patient due to this event